Manufacturer narrative:
Product complaint # (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown cardiac procedure on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off of the needle. Changed another one to complete the surgery. No adverse patient consequences were reported. No additional information was provided.